Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome and stoma site cellulitis are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2023, on an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection. It was reported that the patient was confirmed to have cellulitis around the stoma site with redness, swelling and hard to touch stoma and was treated with oral augmentin. On (B)(6) 2023, the patient underwent an endoscopy during which the bumper of the gastric tube was found to be eroded into the patient's stomach wall. It was reported that the patient's pegj tubing was removed.